Event description:
It was reported that the pt experienced elevated blood glucose levels. The pt used refrigerated insulin to fill the cartridge and noticed air bubbles in the cartridge the day before experiencing elevated blood glucose levels.

Manufacturer narrative:
A retain cartridge from the cartridge lot was tested. The cartridge passed visual and performance inspections with no defects found. A cartridge fill test was performed with no bubbles forming. A leak test was performed with no failures being observed. Pump settings and delivery history were reviewed by the pt's mother with an hcp and confirmed as accurate. The pt used refrigerated insulin to fill the cartridge. The user guide instructs the user to always fill the cartridge with room temperature insulin to prevent air bubbles in the cartridge.